Manufacturer narrative:
(B)(4).

Event description:
Follow up information reported that patient still had concerns with their device therapy and noted both that they were working with their physician to resolve the issue and also had not sought further help. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the patient said their stimulator is ¿newer and should be fine but they think something is wrong.¿ patient believes their stimulator is turning off. It was verified that stimulation was on during call. Patient noted they knew their stimulation was on because it controls their symptoms but then shortly afterward the patient said they had a tremor in their hand and thought it was turned off. Follow up reported everything was working fine now. Patient would be following up with physician in (B)(6). Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1999, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3387-40, lot# l67683, implanted: (B)(6) 1999, product type lead. (B)(4).

Event description:
Additional information received reported that the patient experienced a loss of therapeutic effect. It was stated that "it worked that morning and "it" had said that the device was on, but now "all it says is off all the time". It was stated that the patient noticed after lunch that her hand was shaking. The patient checked her device with the programmer and the implantable neurostimulator (ins) was off. The patient was going to get new batteries for the programmer. Later that day, it was reported that the patient had no stimulation sensation and the patient's hands were still shaking. The patient tried putting new batteries in the programmer, but that did not resolve the issue. It was stated that before the patient went to dinner "it" was working, but now "nothing comes up on the screen". It was reported that they were going to try a different kind of battery in the programmer. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient's implantable neurostimulator (ins) might have been 'turning off.' The patient could not tell if the ins was turning off or if it was the programmer. The patient was having a hard time distinguishing between the programmer and the ins. It was stated that the patient's hands started to shake. The patient would sometimes experience shaking when she went 'downstairs to eat.' It was reported that the patient would press the white button and the orange button which would 'fix the problem.' It was noted that the patient broke her hip on (B)(6) 2012 and had moved to an assisted living facility. Approximately two weeks later it was reported that the patient was experiencing a return of symptoms 'randomly throughout the day.' It was noted that the symptoms did not necessarily return with any specific movements. It was reported that the device 'seems to go off at 6 pm.' On the day of this report, it was stated that the device 'just went off around noon' and then the patient's hand started shaking. The patient took xanax which 'helped a lot' and would 'last when she wanted to go out to eat.' It was reported that the therapy did not stop the tremor completely and that the patient only gets about '20% help now.' The patient checked the ins with the programmer and the programmer showed that the ins was 'on,' but it was not delivering therapy for the patient. It was noted that this had been happening since implant. Further information has been requested. If more information becomes available, a follow up report will be sent.